Event description:
According to available medical records the valve was replaced on 10/23/95 following increasing symptoms of congestive heart failure (chf) and paravalvular leak (pv). Pt had chf on chest x-ray and active endocarditis. He had moderate mitral insufficiency according to operative report. The pt experienced increasing shortness of breath on 10/27/95 and was placed on a ventilator. He appeared to enter a phase of ards. He continued on aggressive antibiotics and ventilator support for several weeks, and then the family elected to remove the support. He died on 11/15/95. No autopsy was elected by the family.